Event description:
It was reported that the patients lead was broken. Malfunction was not confirmed through imaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.